Manufacturer narrative:
All available information was investigated, and no functional analysis was performed to investigate the reported adverse event without identified device or use problem and image resolution poor. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported image resolution poor was due to patient anatomy. The cause of the reported tissue injury was unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+ and prolapsed posterior leaflet. A steerable guide catheter (sgc) and a mitraclip ntr were inserted without issues and grasping was performed. However, difficulties visualizing the clip during the procedure occurred, the sgc was not functioning as intended, and a cable break was suspected. It was noted that the user was unable to turn the +/- knob, resistance was encountered while rotating the +/- knob, the sgc +/- knob was unable to hold position, the knob rotated freely, and the knob moved in an unintended direction, which then interacted with the clip, causing leaflet damage. It was noted that the mitraclip ntr was grasping the leaflets when the leaflet damage was observed. Therefore, the sgc and clip were removed from the patient and the procedure was discontinued. The patient was transferred for a cardiac operation. There was no clinically significant delay in the procedure.